Event description:
Customer reported that she ran out of insulin in the middle of the night and filled the reservoir until she woke up in the morning. Blood glucose value is 424 mg/dl due to not having insulin. Customer stated she thought she might have tried to deliver a bolus while being in the rewind process and is unable to go to the main menu. Customer was advised to press the act button on the rewind complete screen. Customer instructed to remove the battery for 11 minutes and reinsert it. Customer was assisted on performing the rewind and prime sequence; completed successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.